Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had elevated blood glucose levels (exact value unknown). Further information regarding the event could not be obtained.